Event description:
At about 6 months after the primary surgery, the patient came in reporting pain and instability due to a leg length discrepancy. The surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2107470: 199 items manufactured and released on (B)(6) 2021. Expiration date: 2026-09-09. No anomalies found related to the problem. To date, 159 items of the same lot have been sold with no similar reported case during the period of review.